Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the part associated with this complaint and completed investigations. Visual inspection was performed, and the instrument was found to have thermal damage on the cut electrode, located on the bottom jaw of the grip set. Electrical continuity was performed and passed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. Upon visual inspection, all 9 jaw ceramic dots were present at the tips. The instrument was connected to the e-100 generator and was tested for energy delivery. The message "ensure appropriate amount of tissue in jaws" appeared. Incomplete seal cycles were observed when the yellow and blue pedals were pressed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the synchroseal instrument was using the cut function when they received an error that said the instrument had malfunctioned and to remove the instrument. It also caused the e-100 generator to shut off. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.